Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with implantable neurostimulator 97715 intellis adaptivestim pain had an impedance check was performed on both leads, and all electrodes showed high impedances of 40,000. No troubleshooting was performed. The patient was informed by the physician about the option for lead revision surgery and placement of new leads, but chose not to proceed with any intervention at that time and will notify the physician if revision surgery is desired in the future. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.